Event description:
This lead was capped and replaced. The reason is unknown. Attempts to obtain the reason have been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
On (B)(6) 2016 - the lead wasn't capturing and was found to be fractured. Device codes have been updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.